Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device not staying inflated when pumped up, the patient had his ambicor penile prosthesis (app) removed and replaced with an inflatable penile prosthesis (ipp). The app was explanted and a new ipp device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. There were no patient symptoms related to this event and no further intervention is needed. Should additional information be received a supplemental report will be submitted.